Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain and suffering, mental anguish, emotional distress, disfigurement, physical impairment, embarrassment and humiliation, psychological injury, a reasonable and traumatic fear of an increased risk of additional injuries, progression of existing conditions, other serious injury and loss, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported ass amyotrophic lateral sclerosis. Related to MFR # 3011770902-2016-00146, 3011770902-2016-00147.